Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related incident.

Event description:
Patient revised to downsize the tibial insert.